Event description:
It was reported that during a distal common to external iliac artery stenting procedure, an omnilink elite stent was placed successfully in the distal lesion. A second planned omnilink elite was taken to the proximal lesion which was a calcified and restenosed previously stented lesion. While inflating the balloon, the stent shot distally into the distal stent. The balloon catheter was able to advance into the dislodged undeployed stent, pulling it proximal, and deploying the stent into the lesion. Angiography showed good results. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.